Event description:
It was reported while using bd maxguard pressure rated extension set with y-site the tubing was separated. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing is coming apart. It¿s also doing this when it¿s priming with IV fluids like the straight line tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-mar-2023 . H6: investigation summary 15 unused samples and 1 photo sample of material number mx5301 were received for quality investigation. Evaluation of the fifteen extension set using pull test showed that the tube was not separating from any connection port. The reported issue of tubing coming apart could not be verified. However photo sample verified that the the tube was separating from outlet of the smartsite. A device history record review for model mx5301 and lot number 22099256 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A root cause was unable to be determined because the failure was unable to be replicated and actual defective sample is not returned by the customer.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard pressure rated extension set with y-site the tubing was separated. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing is coming apart. It¿s also doing this when it¿s priming with IV fluids like the straight line tubing.